Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date and lot number - unknown; manufacture date ¿ unknown. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2014-01643 / 01645).

Manufacturer narrative:
This follow-up report is being filed to relay correct information. A new locking screw was not utilized to complete the procedure. The MDR was created in error.

Event description:
It was reported patient underwent a hip revision procedure on (B)(6) 2014 due to a femur fracture not implant related. During the procedure, the locking screw would not engage and stripped while the proximal body was assembled to the stem. Subsequently, a competitor screw removal tool fractured during the procedure. Surgeon successfully engaged the initial locking screw in place and a new stem and proximal body were utilized to complete the procedure. A delay over 30 minutes occurred.

Event description:
It was reported patient underwent a hip revision procedure on (B)(6) 2014. During the procedure, the locking screw stripped while the proximal body was assembled to the stem. Surgeon attempted to utilize another screw but the screw stripped. Subsequently, a screw removal tool fractured during the procedure. A new stem and proximal body were utilized to complete the procedure. A delay over 30 minutes occurred.